Event description:
During a follow-up, an increase in capture threshold, low sensing, and high impedance were observed. Fluoroscopy revealed that the lead had pulled back. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.